Event description:
The provider states the latch for the swingaway arm rest is broken on the left side. The provider states the end user tipped the commode over by accident. The provider didn't have additional information is available neither the serial number (B)(4).